Event description:
It was reported that pump displayed an unspecified alarm that cannula was blocked and insulin could not be delivered, and that this problem repeatedly occurred after about two days of use. There was no adverse impact to the customer's blood glucose level. Customer changed infusion sets and reported typically changing them every three days, and it was noted that current steel infusion set was intended to be changed every two days; customer was advised to discuss this with diabetic care team, and support planned to escalate case to internal team to determine whether any technical issue was involved.